Manufacturer narrative:
Analysis results: the marathon micro catheter was returned for analysis and decontaminated. The usable length and distal floppy segment of the marathon micro catheter were measured and found to be within specification. Embolic residue was found within the marathon micro catheter hub. Upon visual inspection, no issues or irregularities were found with the hub. The marathon micro catheter was found to be ruptured at approximately 35.0cm from the distal tip and bubbled at several places near the distal tip. Embolic residue was found within the marathon micro catheter distal tip lumen. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The marathon microcatheter was not received for evaluation; therefore product analysis cannot be conducted and the cause of the event cannot be determined. Additional information has been requested, including the device return. Should it become available, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the marathon micro catheter used to deliver glue to the cerebral vessels during an embolization procedure of an arteriovenous malformation (avm) appears to have ruptured causing glue to be inadvertently delivered to the incorrect vessels. The patient was receiving treatment for a complex cerebral avm (vein of galen). It was reported that the patient¿s unique anatomy likely prevented this event from causing serious harm.